Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 1.2.0. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received regarding the date of the reported event. Conflicting information was received indicating that the event date was (B)(6) 2019 after it was originally reported that the event occurred on (B)(6) 2019. Follow-up was performed and site representatives felt that neither date was correct. However, the site representatives did not provide any other date information since it was unclear to them which patient this was regarding. It was stated by the site representatives that the dates were not correct. Consider the event date submitted on the previous regulatory report as an approximated event date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was completed. It was stated that the behavior described is the intended behavior of the software. It was determined that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a cranial resection procedure. It was reported that there was an alleged inaccuracy. The doctor stated that while confirming accuracy on fiducials, he felt it was inaccurate by 2 mm laterally to the fiducial. There was a 5-minute delay to the case, and there was no impact on patient outcome. Software engineering reviewed the event information, and based on the information provided the software appeared to be working within expected accuracy limits.